Manufacturer narrative:
(H3) the reason for the revision reported was not provided, but was likely the result of loosening, infection, fracture, instability, or patient related factors. (H6) evaluation codes: 3190, 2993.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon notified the manufacturer of an ankle revision. The parts, were asked to be returned, have not been received at this time.